Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, running daily/weekly/monthly self tests, off current testing, and functional stress testing without duplicating the report. The battery used was not returned for evaluation. An internal inspection found no discrepancies. The main board will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement at the time of the reported malfunction.